Event description:
The MFR rep reported, the pt complained of poor pain control. The pump had been replaced with no therapy improvement. The pt required several dose increases post pump replacement. A study revealed a leak at the catheter connection to the pump. A small section of the catheter was replaced. The pt was receiving morphine.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.